Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead fractured near the clavicle. The proximal portion of the ra lead was explanted, but the remaining lead could not be identified and could not be capped. A replacement ra lead was placed. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.